Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a rapid gas loss alarm. The unit stopped augmentation. There was no patient harm reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The( state & postal code) is not added in initial emdr. The (state ) is (B)(6). The ( postal code) is (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the o ring, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.